Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty removing the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported deflation issue was unable to be replicated in a testing environment due to the returned condition of the device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 3.50x12mm xience xpedition stent delivery system (sds) was advanced to the left anterior descending (lad), heavily calcified lesion. The stent was at the lesion location, and the balloon was inflated, to an unspecified atmosphere (atm). Upon attempt to deflate the balloon, the balloon would not deflate. All devices were removed as a single unit and the stent remained at the lesion site. The patient was re-wired, additional post dilatation was performed, and the stent was noted fully apposed to the vessel wall, completing the procedure. It was noted that one hour after the procedure, the balloon was still inflated on the operating table. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.